Event description:
It was reported that during a laparoscopic gastrectomy procedure, the clip was not fed into the jaws properly, it burst inside of the patient when the device was used on the main blood vessel. The incident occurred a few times. The clip was retrieved from the patient. Another device was used to complete the case. There were no adverse consequences to the patient. After the sales rep received the complaint device, the incident occurred every third when he checked the device.

Manufacturer narrative:
(B)(4). Additional information: what burst inside the patient? ---the clip which will be fed into the jaw burst few times. Did the clip break inside the patient? ---no. Was the clip malformed? ---no. How were the clips removed from the patient? ---they were removed by a forceps. Which firing of the device did this event occur on? ---about 3rd firing. What vessel or structure was the device fired on at the time of the event? ---blood vessel around stomach. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. According to the rep, the device fired at least twice out of the patient. Was there any bleeding? ---no. How much blood loss? ---na. The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.